Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2015. The patient developed heterotopic bone in her right tmj. On (B)(6) 2019, the surgeon removed the condylar prosthesis temporarily to gain access to the joint space to remove the bone overgrowth and scar tissue. The condylar component was refixated into position using new bone screws.

Event description:
The patient had a debridement surgery on right side.